Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 131 mg/dl. Reportedly, the customer performed multiple supply changes to address the issue and resume insulin delivery successfully.